Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it was assembled completely wrong from the manufacturer. The nurses had to take 2 sections apart and reconfigure the tubing to make it fit into the machine. The event occurred immediately on use at the hospital and the issue was resolved. They had to reassembled tubing causing a delay in care of unstable patient. The root cause was identified. There was a medical intervention required and had to use alternate method to rapidly transfuse blood. There was a patient involvement and there was no patient harm.